Event description:
Received customer's medsun report from FDA, which states "pump tubing was attached to port of second pump tubing; 1 was infusing fluid and the second was infusing insulin. The port had fallen apart at white connector. There were fluids and insulin leaking from site."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.